Event description:
A 3.0mm diameter by 24mm length s670 stent was inserted for treatment of a 95% lesion in the right coronary artery of a pt experiencing chest pain. The lesion in the distal right coronary artery was pre-dilated with two ptca balloons using double wires. The stent was successfully deployed, however upon removal of the delivery system it was reported that the delivery system "froze" on the guidewire. It was reported that the device broke into two pieces when the physician pulled hard on the device to remove it from the guidewire. Subsequently, the guide catheter, guidewire and two pieces of the stent delivery system were removed from the pt. It was reported after insertion of a new guide catheter, there was thrombus present distal to implanted stent. The thrombus was treated with balloon angioplasty, heparin, and an additional stent insertion. The pt was reported to be fine post procedure and there was no additional clinical sequelae reported related to the event.